Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,e1(name),e2,e3,h6(impact).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failed leak test.  There was no patient involvement

Manufacturer narrative:
E3 is unknown (initially it is submitted as "yes & other healthcare professional" respectively). Event site state and postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) failing leak test. Getinge field service engineer (fse) visited the site. Found that the helium cylinder is installed incorrectly. Installed the helium cylinder as per specifications. Tested the device and found working within specifications. Returned to customer and cleared for clinical use. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient harmed reported.